Manufacturer narrative:
As received, a complete lead was returned in one piece with a stylet inserted in the lead body. Visual inspection found the ptfe coating of the stylet to be stripped off and clogged in the inner coil and the inner coil was damaged in multiple locations due to damages occurring at the time of procedure. Unable to perform stylet insertion test due to the lead returned with a stylet stuck in the lead body. The reported event of stylet insertion failure was confirmed. The cause of the reported events was isolated to the ptfe coating of the stylet clogged in the inner coil and the damaged inner coil. Abbott is continuing to monitor this issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the initial implant procedure, the stylet was unable to be fully inserted into the lead lumen. The lead was explanted and replaced and the patient was stable with no consequences.